Event description:
On (B)(6) 2013 it was reported that the physician's handheld was not turning on that day despite being plugged in overnight and attempts to perform a hard reset. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2013 when product analysis was completed on the flashcard and handheld. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and a likely cause for the reported allegation was identified. During the analysis it was identified that the lock button was in the locked position. The lock button disables the buttons on the handheld. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications. Non-responsiveness from hhd was due to user error in not turning off the "hhd lock¿ feature on the device; once the feature was disabled, full product functionality was restored; not a device malfunction.

Manufacturer narrative:
.